Event description:
The lay user/pt contacted lifescan on july 20, 2007 and alleged that her one touch ultra meter was powering off during use. The medical affairs specialist (mas) called and spoke with the pt on aug 2, 2007 and obtained add'l info. The pt informed the mas that the alleged issue started in 2007, in the morning when she attempted to test her blood glucose. She had woken up that morning at 5:00 am with symptoms of shakiness and having a fast heartbeat (typical low blood glucose symptoms for the pt). The night prior to this (2007) at bedtime (around 10:00 pm), she tested on the reported meter and received a result of 226 mg/dl. She had taken her novolin n insulin based on her sliding scale and that result. The next morning, she woke up with the symptoms mentioned above. Since the reported meter kept powering off during use, she tested on her husband's meter (unk type) with a reset of 50 mg mg/dl. She then ate food (did not remember what she ate) and felt better "after a few minutes." The pt denied taking any insulin that morning. She only takes sliding scale insulin during the day and if her blood glucose result is low or if she experiences any symptoms of low, she does not take any insulin. After feeling better, the pt attempted to test again on the reported meter. However, the issue persisted and the pt contacted lifescan to report the alleged issue. At the time of troubleshooting, it was verified that this was not a new product and that was no meter trauma. The pt was educated on automatic shutoff, but the meter did shutoff before the time was up. It was also discovered that the pt had not replaced the battery per the owner's manual ( use error) . This complaint is reported because the pt alleged she had taken insulin per her sliding scale based on the reported meter's result and woke up after 7 hours with symptoms of hypoglycemia. Replacement products were sent to the lay user/pt.